Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: vomiting, had blurred vision. A patient reported they were seen in ER. Their meter allegedly had no power. The result on their meter was unable to get a reading on the meter. The result on the ER meter was over 700 md/gl. The time difference between patient's meter and ER meter was; no comparison. Treatment was unknown. No further information has been reported.